Event description:
According to the information received, a pda device was placed to close a paravalvular leak. Ultrasound demonstrated the device had migrated. The device was removed and another device was attempted, but did not fit properly, so the procedure was discontinued.

Manufacturer narrative:
Upon receipt of the amplatzer duct occluder, the device was returned in the original configuration, was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The cause of the migration could not be determined with the information received. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical. Furthermore, the amplatzer duct occluder has not been studied for closure of paravalvular leaks, and is not indicated in the instructions for use.